Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The right cart drive assembly was analyzed, and upon visual inspection, cables were found crushed which would related to the reported problem. The unit was installed onto a golden system where it failed to initialize. The system was rebooted in normal mode and the back drive test performed and the unit failed. The complaint was confirmed based on failure analysis. The root cause is attributed to component failure of the axis controller platform (acp) and right gear motor of the right cart drive assembly which resulted in electrical and/or fiberoptic defects.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report that the boom and cart drive were disabled. The technical support engineer (tse) inquired if an error was received upon startup, however the customer could not confirm. The tse advised the customer to hard power cycle the system, however, once completed, error 32101 was received. The customer elected to swap out the patient side cart (psc), and once completed, the procedure continued as scheduled. The procedure was aborted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to the patient being brought into the operating room (or), therefore, no patient involvement was associated with the event. The staff turned on the system and received a message stating the universal surgical manipulators (usms) were disabled, after which, technical support was contacted and notified of the message. Technical support walked the customer through a couple of steps, including restarting the system, but the actions performed were not successful. As a result, a different patient side cart (psc) was utilized for procedures during the day.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced the right cart drive assembly, axis controller platform (acp)2, and axis controller platform backplane (acpb) printed circuit assembly (pca) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The acp was analyzed, and upon visual inspection, no issues were found that would be related to the reported event. In the system logs, error 32101 was found indicating a high side switch error. The acp was installed, successfully programmed, and tested on the printed circuit assembly (pca) golden system where error 32101 was triggered at startup, replicating the reported event. The acp was aba tested with a well-known gold unit and was able to be confirmed and verified as the source of the fault. The acpb pca unit was analyzed and the reported issue was confirmed, but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The acpb pca assembly was installed, successfully programmed, and tested on the pca gold system. The unit was run x15 power cycles with no issue on startup and no errors/failures triggered. The acpb remained on the system for 1.5 hours idling in normal mode with no issue. In review of the history/error logs, replacing the acpb pca did not resolve the error. Isi has received the right cart drive assembly associated with the customer reported issue to perform failure analysis and investigation is currently in progress. A follow-up MDR will be submitted once failure analysis investigation has been completed for this unit and/or if additional information is received. The complaint was confirmed based on failure analysis. The root cause, at this time, is attributed to component failure of the acp which resulted in electrical and/or fiberoptic defects.